Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During device replacement, fluoroscopy revealed externalized conductors on the lead. The electrical measurements were normal and the lead remains implanted. The patient was in stable condition.